Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump intermittently de-paired from the mobile app and failed to connect to the user¿s android phone despite app cache clearing, app reinstallation, phone restart, and bluetooth toggling; blood glucose values continued to display on the ilet after re-pairing, and the user also expressed concern about the rapid screen timeout. Symptoms included episodes of hypoglycemia with blood glucose lows to 70 mg/dl and user anxiety related to device functionality. Outcomes included no hospitalization, no alerts or alarms, and maintained glucose monitoring on the ilet after re-pairing. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.